Manufacturer narrative:
The field service engineer found the vessels and mixing area was extremely dirty and the ise preamp board had serum spilled on it. He cleaned the vessels and nozzles and replaced the ise preamp board. He ran ise checks with normal results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. The samples were repeated on another analyzer. Patient 1 initial sodium result was 133 mmol/l and the repeat result was 141 mmol/l. Patient 2 initial sodium result was 133 mmol/l and the repeat result was 142 mmol/l. The questionable results were reported outside of the laboratory. The sodium electrode lot number was b51_2020 with an expiration date of 21-feb-2021.